Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that low flow alarm adjustment to 2.0 lpm was requested. The patient was experiencing frequent, asymptomatic low flow alarms. All other causes had been ruled out and discussed with the advanced heart failure team. The cause of low flows was determined to be small left ventricle and right ventricular dysfunction. The low flows resolved. The right heart dysfunction did not exist prior to implant, and it was not considered to be caused or contributed by any device related issues.